Event description:
The night shift rn noted that there appeared to be an audible air leak in the endotracheal tube (ett) towards the end of her shift. Placement of additional air into the ett pilot valve did not stop the leak. Respiratory therapy was paged to assess the situation on day shift. Rt assessed the ett, and found that regardless of the amount of air he put into, or pulled out of the balloon, it did not fix the air leak. It was determined at this time that the ett needed to be changed out. During the ett change out procedure, the patient experienced respiratory arrest, requiring a code to be called. Return of spontaneous circulation was established after 6 minutes of advanced cardiac life support (acls). The ett, which had been removed from the patient, was further assessed and it was determined that the part of the pilot valve, where the syringe connector is connected to the external balloon, was not sealed properly, and air was escaping. The attending surgeon and intensivist were at the bedside during the event.